Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Additional information received identified the device was used on a patient for a bronchoscopy prior to reprocessing. The procedure was completed with no delay. There was no patient harm/injury/infection related to this event. The current condition of the patient is stable.

Manufacturer narrative:
This supplemental report is being submitted to provide clarifying information obtained from the user facility. The user facility further reported that the subject device was reprocessed prior to use in a patient procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the plastic distal end cover was found to be detached which has been determined to be a reportable malfunction. The cause cannot be conclusively determined.

Event description:
It was reported that during reprocessing the rubber was found to be broken on the cord of the device.